Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned with the guidewire still inside the catheter. The balloon along with the tip was missing from the catheter and not returned. Multiple kinks and damage were noted along the length of the catheter. All emitters and proximal marker band were present and accounted for. The distal marker band was noted to be missing. All emitters showed slight signs of wear. The reported failure of catheter damage (detached balloon) was confirmed. Based on the reported information, all ivl catheter components were successfully removed and none of the components were left inside of the patient. Further investigation could not be performed because the detached balloon and shaft section was not returned. Based on the reported information and investigation observations, it is possible that the balloon got stuck at the entrance of the sheath. Then, the force used to try to remove the device caused it to detach at the distal end. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral artery (sfa) and popliteal artery. The ivl catheter successfully delivered 300 pulses. Upon completion of ivl treatment, the balloon could not be pulled back into the sheath despite full deflation of the balloon. The physician attempted to inflate and deflate the balloon a second time in attempts to remove, and the balloon was noted to have deflated slowly, and resistance was noted. It was confirmed that the sheath was still inside the patient when the issue occurred. There was a complete separation at the beginning of the balloon, however, no fragment fell inside the patient. The physician had to remove the guidewire and the sheath together to get the ivl catheter out. There was no possibility to use a closure device so manual compression on the access site was initiated for a half an hour until complete hemostasis was achieved. There was no patient harm reported.